Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing cracked in half at the y-site closest to the patient when rn went to flush the tubing. There was no patient harm.